Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no known pt impact" (no known impact or consequence to pt). Product problem(s): "aspiration failure" (aspiration issue). A customer reported the aspiration failed during a case. No additional info was given. Additional info has been requested.